Manufacturer narrative:
Additional information from product investigation was added in the event field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the terminal pin of the lead was separated from the terminal ring. This damage is consistent with an inadequate bond between the medical adhesive on the insulation and the terminal ring.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to terminal pin came loose from lead body. Lead was then successfully replaced no additional adverse patient effects were reported.